Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the surgeon was suturing the uterus, the needle came off the suture. Another suture was used to continue the procedure. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Please provide the lot number: sdbbxdw0. Please provide the specific number of patient events: 2. Did the event occur during one or multiple patient procedures? Two patient procedures, same surgeon. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). (B)(4). When surgeon suturing the uterus, the needle came off the suture. Had to use another one to continue. Nothing to return, not kept. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.